Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a rep dreamstation auto bipap device's sound abatement foam. The patient has alleged visualization of particles. Also alleged that her device ramp feature is not working. Medical intervention was not specified. The device was returned to a third-party service center. The technician confirmed that there was no visible foam particles found during the device evaluation. The device was repaired.

Manufacturer narrative:
This report is not a part of recall.